Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that an unspecified line of the homechoice cassette become loose from the solution bag which resulted in a leak, that led to this alarm. Renal therapy services (rts) assisted the patient to disconnect aseptically. There was no report of patient injury or medical intervention associated with this event. No additional information is available.